Event description:
It was reported that the battery of this pacemaker device was suspected to be depleting prematurely as its power consumption had increased from 169% to 204% in about six months. A request was made to have data from this device analyzed. Data analysis confirmed the battery power consumption was increasing over time and a device replacement recommendation was suggested. The device remains in service. No adverse patient effects were reported.